Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, which continued despite resuming delivery and was only resolved after changing all supplies. Symptoms included hyperglycemia with a reported blood glucose of 307 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose outside the target range without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting education, visual checks for leaks, bubbles, and kinks, and replacement of infusion set and related supplies. Investigation of this case revealed no visible hardware defects and that the occlusion condition resolved after supply change, consistent with an infusion set or flow-path obstruction. It was concluded, based on previously established findings for similar reports, that the cause was probable infusion set-related occlusion.